Manufacturer narrative:
The patient's age is unknown, however, the patient is over 18 years of age. A visual examination of the returned device found that the working length was twisted and the distal floppy end of the preloaded guidewire was sticking out of the extrusion through the open guidewire c channel. The width of the guidewire c channel, at the point were the guidewire was sticking out, did not meet the specification. The remaining guidewire channel was found to be in specification. It appears that severe twisting of the working length opened up the guidewire channel. A functional evaluation of the guidewire/device compatibility was performed by inserting the guidewire through the introducer and found that the guidewire could be advanced through the guidewire channel and exit the tip. A second functional evaluation found that the guidewire could be backloaded through the tip and advanced through the working length. Though the guidewire could be loaded and backloaded through the device, resistance was encountered due to the twisted working length. During testing of the bowing functionality, the device was found to meet the bowing specification. The condition of the returned incident device was not consistent with the complaint that the device failed to unbow. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was unable to release it's tension (unbow). The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.